Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 3 of 7. Seven patients with known anti-d failed to react with any d positive cells (1, 2, 3, 4 and, 11) on 0.8% resolve panel a lot vra314 exp. 12.04.18. All patients had a history of anti-d or rhogam. Screening cells did react with the d positive cell as well as all the d positive cells on 0.8% resolve panel c grade as +w in the untreated cells and then 3+ with ficin treated cells. Account tested samples on their two provue instruments, this event and (B)(4), with the same results. Problem does not appear to be equipment related. No erroneous results released. Account had a history of the patients and was able to detect anti-d using 0.8% resolve panel c. Issue started on: (B)(6) 2018. Reported 11.14.18. Site contact did not have exact dates of testing immediately available. Frequency: seven patients. Reaction grade obtained: negative on 0.8% resolve panel a. Screening cells and 0.8% resolve panel c - all d positive cells reacted w+ to 3+. Customer was expecting: all the d positive cells to react. Qc data: daily qc and panel qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition/temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use.